Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy, indicative of peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event and patient outcome were not reported. Action taken with therapy is unknown. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).